Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) contacted the patient. The patient reported that the alleged inaccuracy began on¿(B)(6) 2015¿. On (B)(6) 2015, the patient reported obtaining inaccurate high blood glucose results of ¿102mg/dl¿ on the subject meter compared to ¿127mg/dl¿ on another verio iq meter, the results were obtained less than 30 minutes apart. The patient manages her diabetes with insulin (no adjustments) and denied making any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that ¿15 minutes¿ after the alleged inaccuracy she developed symptoms of ¿shaky and weak¿. The patient detailed she self-treated with ¿juice and glucose tabs¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the blood glucose results were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.